Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/20/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced a skin infection and pain while wearing he g6 sensor which occurred on an unspecified number of days after the sensor had been inserted in the abdomen. The patient did not specify if the infection was at the needle puncture site or under the sensor patch. On an unspecified date, the patient consulted a physician at a clinic who prescribed an oral antibiotic medication (augmentin 875 mg, twice per day for an unspecified number of days) for the infection. The patient was in good condition at the time of report. No additional event or patient information is available.